Event description:
A hospital in (B)(6) reported via our distributor that they found leakage from the water supply tube of an mr290 autofeed humidification chamber. After a few minutes of use. No patient consequence was reported.

Manufacturer narrative:
Method: the feed set tubing of the returned mr290 autofeed humidification chamber was visually inspected. Results: we observed a small split in the feed set tube by the waterbag spike. A lot check revealed no other complaints for this device. Conclusion: the damage appears to be due to the tube being pulled away from the dome, possibly due to the feedset being stretched during winding. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset would be identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."